Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6)2024, a 10mm amplatzer atrial septal defect occluder (lot: 8876583) was chosen for implantation into an atrial septal defect (asd) utilizing a 8f amplatzer trevisio delivery system (lot: 9106698). During implantation, the occluder deformed into a cobra head shape. A replacement 7mm amplatzer asd occluder (lot: 7199018) was implanted successfully utilizing replacement amplatzer trevisio delivery system (lot: 8770940). There was no interaction with cardiac structures and no bends or kinks in the delivery system. There were no patient consequences or clinically significant delay.